Event description:
Customer reported via phone call that they were admitted in emergency room and were hospitalized on (B)(6) 2022 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 600 mg/dl at the time of incident. Customer was treated with insulin drip and manual injection or insulin pen for high blood glucose. Customer stated symptoms related to high blood glucose that were nausea and feeling sick or unwell. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time event. Customer alleged that the insulin pump was under delivering due to high blood glucose. The insulin pump was passed in self test. No further complications were reported. Customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.